Event description:
Procedure type: hemicolectomy. According to the reporter: the surgeon was using the eea and as he removed it the anvil came apart and remained in the rectum. The surgeon was able to remove the anvil with a kelly. There were two complete donuts on the anvil once removed. The surgeon then performed a temporary diverting colostomy. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).